Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported on behalf of a healthcare provider (hcp) that while performing a programming session with a patient, they lost telemetry with the implantable neurostimulator (ins). Immediately, prior to the loss of telemetry, the stimulation amplitude increased from 1.0v to 6.5v, causing a shocking sensation. The patient experienced a residual numbness and tingling in the leg. The physician wanted to know if there was any information available on the duration of the numbness and tingling sensation. No further complications are anticipated.